Event description:
It was reported that the patient the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.